Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-possible over delivery, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 54 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-213a, mmt-7040a, mmt-1884. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. 10.01.2025 low bgs/over delivery customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer believes the pump is over delivering. No further patient complications were reported. Product return requested for mmt-332a. The customer will discontinue use of the device. No product return is required for mmt-213a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Event description:
Updated summary: customer reported having a low blood glucose value at 1am. Customer ate food to treat the low. Customer also suspended the pump to stop delivery. Customer alleged pump did not give alerts when low. Customer alleged over delivery. Troubleshooting was done. Mmt-332a is not returning for analysis.

Manufacturer narrative:
Additional information has been received regarding aware date. The initial report had the incorrect aware date. The correct aware date is 10-jan-2025. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6)2025. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 21-oct-2024 there was no data available to verify pump error(s)/alarm(s) noted 2 days prior to the event date of 21-oct-2024 in the formatted history file. In further full review of the pump history/traces on the ss event date of 10-jan-2025 and customer's event date of 09-jan-2025, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 10-jan-2025 and customer's event date of 09-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date of 10-jan-2025 and customer's event date of 09-jan-2025 in the formatted history file. Sgcalibrationerror (776) was found on: (B)(6)2025 11:07:09.000 sensorerroralert (801) was found on: (B)(6)2025 00:52:43.000 (B)(6)2025 06:28:41.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of audio alert on low notification noted during the testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.20 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for absence of low alerts and possible over delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer stated that the seizure happened.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.